Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm model#: sc-4316 lot #: 16427999 description: next generation anchor kit sterile the explanted devices were not returned to bsn.

Event description:
A report was received that the patient's battery was uncomfortable. The patient underwent an explant procedure. No device malfunction was suspected.